Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/28/2015 with the following findings:.the keypad was torn over the ok button and was peeling at the contrast button. The ok, up, and down buttons had an intermittent response. The contrast button was unresponsive. The up, down, and ok button contacts were inverted. The contrast button contact was missing. Contamination was observed on all keypad contacts. Unrelated to the initial allegation, the display screen was dim and discolored. There was a crack on the battery compartment threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a keypad issue. No additional information was provided and troubleshooting was unable to be completed. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.